Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the finger pad down to the primary seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen became dim and difficult to read all at once. No trauma to the pump or evidence of moisture was reported. The lens film was removed, the battery was changed, and the contrast was adjusted, but there was no improvement noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.